Event description:
During sleep the pump alarmed with message "key pressed, please release." Pt tried to trouble shoot and was able to turn the alarm off but the pump was restarting. Pt had to stop therapy 30 minutes of infusion but reported no symptoms. New pump was shipped with return box for the malfunctioning pump to be returned. Pt was able to restart the therapy with another pump. Pt did not give authorization for MFR to contact pt. Did the reported complaint occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? Please explain. Was a return box sent to the pt to return the malfunctioning pump to the vendor? Dates of use: (B)(6) 2016 to ongoing. Dose or amount: remodulin 30 nkm, frequency: continuous, route: IV.